Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor did not pass essential performance testing. The cause for the failure was u1004 component was shorted. The root cause for the shorted component could not be positively identified. There was no adverse event that resulted from the damaged monitor.